Manufacturer narrative:
Result of investigation: the device was returned to the manufacturer for inspection. During the technical evaluation, the customer reported issue activating the electrosurgical unit causes the image on the monitor to skip was confirmed. The root cause was identified as a random defect in the camera head cable. Specifically, the cable shielding was damaged, allowing high frequency (hf) radiation to interfere with the signal wires. As a result, the image flickers or intermittently disappears during hf treatment. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the electrosurgical unit is activated, the image on the monitor skips. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).